Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Device was monitored and no missing segments, partial display or blank display anomalies noted. However, device received with corroded battery tube. No pump error 63 alarm noted during testing or listed in device history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and hardware low level failure alarm after the self test. The customer was able to clear the alarm and able to complete the rewind process. The insulin pump will be returned for analysis.